Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: sagging breasts. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a primary breast augmentation with two 375cc mentor smooth round moderate plus profile prostheses experienced left-sided deflation and right-sided surgical intervention postoperatively. A healthcare professional states that the patient underwent bilateral capsulorrhaphy to fix dropping appearances of both breasts. During the revision surgery performed on (B)(6) 2020, the left-sided device was found to be deflated and replaced with a 375cc mentor smooth round moderate plus profile prosthesis (catalog #: 350-2375 sn (B)(4)). However, the right-sided device was re-implanted in the patient¿s right breast. Reusing the same device is against the instruction for use, and the right-sided device was used in an off-label manner. This report is for the right prosthesis.